Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient stated they went on a trip to (B)(6) and forgot to bring their personal diabetes manager (pdm) with them. The patient stated they also didn't know at the time to have a back up method with them. The patient stated they called to get a pdm overnighted to them but throughout the night became very sick and ended up staying in the hospital in the intensive care unit for 4 nights with diabetic ketoacidosis (dka).